Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number : (B)(4); batch/lot number: 15871348; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.